Manufacturer narrative:
H11 - updated with additional information provided through the product investigation results: the device returned for analysis. Inspection of the returned jetstream revealed an unknown metallic material in the device. The complaint was confirmed as the foreign material was stuck in the device which is consistent with blades not spinning. Device analysis findings: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed no damage. Microscopic examination revealed an unknown foreign metallic material stuck in the window of the proximal race. The fm could not be removed with a tweezer, so it was left in its location. The unknown metallic material was sent for testing and confirmed to be made of nitinol. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is an unknown metallic piece sticking out of the device that would have contributed to the blades not spinning. Additional testing was completed using a scanning electron microscope (sem), which concluded that the foreign material (fm) is comprised of nickel and titanium, which is consistent with nitinol. An optically orange debris suggestive of corrosion product from an iron rich alloy was on the surface, the presence of chromium would further suggest a stainless steel. The nitinol is not the source of the corrosion product. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a review of the jetstream xc catheter was completed and confirmed that the event of 'foreign material' was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause not established.

Event description:
Reportable based on device analysis completed on 22dec2025. It was reported loss of rotation occurred. A jetstream xc catheter was selected, in combination with a non-boston scientific guidewire, for an atherectomy procedure to treat stenosis in the superficial femoral artery (sfa). During the procedure, loss of rotation occurred with the jetstream xc catheter approximately 10 cm into the target area. The jetstream xc catheter was removed and reprimed; however, this did not resolve the issue. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event. During the product investigation, microscopic device analysis revealed an unknown foreign metallic material stuck inside the aspiration port of the 2.1mm jetstream xc catheter.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed no damages. Microscopic examination revealed an unknown foreign metallic material stuck near the tip of the device in the window of the proximal race. The foreign material was not able to be removed with a tweezer, so it was left in its location. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is an unknown metallic piece sticking out of the device that would have contributed to the blades not spinning.

Event description:
Reportable based on device analysis completed on 22dec2025. It was reported loss of rotation occurred. A jetstream xc catheter was selected, in combination with a non-boston scientific guidewire, for an atherectomy procedure to treat stenosis in the superficial femoral artery (sfa). During the procedure, loss of rotation occurred with the jetstream xc catheter approximately 10 cm into the target area. The jetstream xc catheter was removed and reprimed; however, this did not resolve the issue. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event. During the product investigation, microscopic device analysis revealed an unknown foreign metallic material stuck inside the aspiration port of the 2.1mm jetstream xc catheter.